Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date and correction. Updated fields: h2, h4 corrected fields: b6, b7, d4, d5, d6a, d8, e1, e3, g2, h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter on the forceps base. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, olympus con-firmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Olympus will continue to monitor field performance for this device.